Event description:
It was reported that during a rcr utilizing a super turbovac, the handle of the wand became hot and the surgeon was unable to keep holding it. The procedure was completed with a back-up wand. There was no patient injury. No information about a delay.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. It is possible that the customer observed vapor emanating from around the electrode and perceived that to be associated with overheating. However, vaporization of the saline solution during ablation therapy is normal and does not present a risk to the surgeon or patient. Possible factors related to the manufacture of the device which could have contributed to the reported event includes: a saline leak inside the handle or an exposed wire that is sparking. The only way to confirm a problem, if any, is to investigate the handle of the wand.